Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 212 mg/dl. The customer stated that she was changing her site when she received a button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.